Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down and unit alarms not functional. Additional malfunction identified on the irs is a short circuited power switch (aka on/off switch) with no alarm which is the key failure to the alarms not functioning. The non-alarming issue is a reportable event which is the basis of this FDA filing.